Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The programming and histories on the pump were not accurate. Instructed the customer to disconnect from the pump and revert to back up plan of manual injections.